Event description:
Pt was being fed using a pump. Pump was set at 75 ml/hr, and finished 2 hours early two days in a row. There was no illness, injury or medical intervention resulting from the event. Reporter stated the pt had nausea and diarrhea, but was not sure if it was from the overdelivery or pt's chemotherapy. One pt involved.